Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: evaluation revealed that the battery compartment was cracked and moisture corrosion was observed in the battery compartment. The pump failed a leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was moisture corrosion in the battery compartment and the pump failed a leak test. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/06/2013.